Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the up arrow, down arrow and contrast buttons had intermittent response and required multiple presses with increasing force to evoke a response. The ok button was normally responsive. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.

Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the up, down and ok buttons were intermittently unresponsive. The reporter also stated that the ok button was worn. The reporter confirmed that there was no damage to the keypad. The patient reportedly wore the pump in a pocket and does not clean the pump. There was no reported patient impact associated with this complaint. This report is made based on the allegation of the keypad response issue.